Event description:
According to the reporter: the endostitch is sticking when the surgeon is trying to toggle the needle. There was a delay over 30 minutes. This delay in surgery did not affect the pt in any way. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500c. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
Tracking number (B)(4). Date of initial report sent on: (B)(4) 2014.